Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported unintended movement (sleeve steering issues) appears to have been a result of user technique/procedural conditions. The reported difficult to remove (anatomy) appears to have been a cascading event of the reported unintended movement (sleeve steering issues). There is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system nt referenced is filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement and difficult to remove it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted bileaflet prolapse at medial side of a2/p2, slightly thickened leaflets, large atrium, and dilated annulus. The first clip delivery system (xtw cds 01106u190) was advanced to the mitral valve, and the clip was placed medial boarder of a2/p2. However, the mean pressure gradient increased to 11mmhg. Therefore, the clip was re-positioned towards mid a2/p2, but the mean pressure gradient was still too high. The clip was removed, and the mean pressure gradient returned to baseline. A second cds (nt 00928u335) was advanced to the mitral valve, and the clip was placed. However, the mean pressure gradient increased to 7mmhg. The clip was repositioned, but the gradient remained at 7mmhg. The clip was removed, and the mean pressure gradient returned to baseline. It was noted that there were sleeve steering issues after repositioning both clips under the valve and then attempting to invert the clips to come back to left atrium. Then both clips became stuck with the anterior leaflet and chords. Troubleshooting was performed and the clips were freed. The procedure was aborted. Due to the increase of pressure gradient, the mr may be treated through surgery in the future. No clips were implanted, and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.